Manufacturer narrative:
Updated fields: d9, g3, g6, h2, h3, h6, h10, h11. The rickham resevoir (unknown ID) was not returned for evaluation and lot number information has not been provided; therefore, an evaluation of the device could not be performed, and device history record (DHR) could not be reviewed. The root cause(s) of the reported issue could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
This is 2 of 2 reports linked to mfg report numbers: 3013886523-2024-00057. Same patient, different events: study - this case is a report referring to a 11-year-old male patient. An investigator reported this case from the biomarin study, cerliponase alfa observational study. "On (B)(6) 2025 the participant experienced grade 3 device malfunction (device malfunction). On that same day, the participant presented to the regular outpatient infusion visit; however, the ventricular assist device (vad) was unable to be accessed." "The access was attempted twice and blood was aspirated but not cerebrospinal fluid (csf). It was determined a revision was needed and scheduled. On (B)(6) 2025, 4 milliliter of csf was collected and sent to the lab for analysis, the icv device was removed and replaced, and the participant was admitted to the pediatric intensive care unit and was intubated for close neuromonitoring. On (B)(6) 2025 treatment with brineura was interrupted due to the event. On (B)(6) 2025 the csf results showed no growth to date. No treatment for the event was reported." The outcome of the event was reported as recovering/resolving. The investigator assessed the event of device malfunction as not related to treatment with brineura. The investigator assessed the event of device malfunction as related to the icv device. No other etiological factors were reported. The investigator noted that the participant required prolonged hospitalization following the device replacement. The investigator confirmed no treatment was given for the event. On an unspecified date, noted as post operation, the participant had a computerised tomogram head scan that showed no concerning evidence of intracranial bleed. Four days after the csf was collected on (B)(6) 2025, the final test results showed no growth post collection. The next brineura infusion was scheduled for (B)(6) 2025. The outcome of the event, previously reported as recovering/resolving, was updated by the investigator to recovered/resolved on 27-may-2025. Case comment: the patient experienced device malfunction, which is a known complication of icv device use. The icv device was likely at the end of its lifecycle. The causality of event is assessed as not related to brineura.